Event description:
The manufacturer does not put any test strips in the kit. Pt believes that is false advertisment because the manufacturer's kit does not include all the necessary parts. Pt did try to return the kit to the retail store but the store would not take back as it was opened.